Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Index procedure was prompted by a myocardial infarction. During the index procedure three resolute onyx stents were implanted in a graft in the rca/rpda to a maximum pressure of 12 atms each. One resolute onyx stent was delivered to the lcx. The lesion in the rca had exhibited 100% stenosis and was predilated with 50% stenosis remaining . It was noted during monitoring that the first stent was initially under-expanded and during a revascularization it was re-dilated. The clinical events committee reported that an angiogram the following day showed stents in proximal segment of rca were under-expanded. The patient had drug eluting stents implanted in the gap between the two previously placed stents in the rca. The stent balloon was used to post-dilate the prior stents. The patient had an ICD implanted 4 days later. The patient was discharged the following day.

Manufacturer narrative:
Previous history of cad with lima to lad. Prior to stent implantation, the saphenous vein graft to rca was occluded with thrombus. During the index procedure three des were delivered to the saphenous vein graft of rca. Post dilation was not performed. One des was delivered to the lcx. Approximately six days later the patient had a syncopal episode. ICD was reprogrammed to compensate for bradycardia. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The cec confirmed that it was just the one stent (lot 0008627187) in the proximal portion of the lesion that was under-expanded. The under expanded stent was a visual observation by the investigator without diagnostic evidence via oct or ivus to support the statement. If information is provided in the future, a supplemental report will be issued.